Event description:
The customer reported that the ventilator has very sensitive flow trigger and that when he takes it down to 2, the ventilator will autocycle. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and consulted with carefusion technical support, recommending that the customer replace the flow sensor and replace the o-rings in the receptacle and clamp off the tubes from the receptacle to the gas deliver engine.